Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer successfully filled the cartridge with 250 units of insulin, and subsequently experienced fill resistance. Customer changed the syringe needle and cartridge to resolve the issue. Customer¿s blood glucose was 215 mg/dl.